Manufacturer narrative:
(B)(4).

Event description:
It was reported that the flexible drive cable was missing from the sternal saw. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility has two sternal saws. They wanted to order the full sternal saw cable with inner core. The service location ordered sternal cable saw without the inner core, since according to end users they only need the outer cable part. The customer was sent a complete cable assembly to rectify the issue. After further investigation and additional information received, this complaint issue is considered non-reportable as there is no reasonably foreseeable potential for this issue to cause an adverse event. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Updated information: the reported issue occurred during the use of the device for a non-clinical activity. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.